Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and found that the system failed to start up. The customer informed the engineer that the system has no response when the power button was pressed on. The customer tried to restart the system but it didn't resolve the issue. The philips field service engineer (fse) went onsite and confirmed the reported issue. The fse found issues with the host pc start up. The fse cleaned and re-plugged all the boards to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.